Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the driver broke apart while tightening the crosslink set screw. No patient complications were reported.

Manufacturer narrative:
Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 85 in/lbs., which is within print specification; all individual torque readings were also found to be within print specification ranging from 82.5 to 86.2 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface at approximately 45 degrees, which is indicative of torsion overload. The torsional indication of the fracture, in conjunction with and the age of the instrument and confirmation of the material hardness specification suggests torsional cyclic fatigue as the mechanism of failure. The above observations are consistent with anticipated wear due to cyclic fatigue.